Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited undersensing and high thresholds. A loss of slack was noted at the time of the explant and replacement procedure and the physician suspected the lead had pulled back. The implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and was also explanted and replaced. The right atrial (ra) lead triggered a warning due to high impedance. The ra lead impedance was variable and trended upwards. The ra lead further exhibited oversensing and noise. The physician suspected the lead had become loose in the header. The ra lead remains in use. No patient complications have been reported as a result of this event.